Event description:
Per the clinic, the device was explanted (date not reported) due to squishy feeling around receiver stimulator. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-00254.